Event description:
The patient was implanted with an ipg on (B)(6) 2008. It was reported that she has not utilized the device in over a year and is unable to communicate with the ipg via either the programmer or the charging system. A replacement charging system was shipped to the patient in an effort to resolve this matter. Follow-up on the patient found that she is still without stimulation. A consultation with the implanting physician will be scheduled to discuss further intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.